Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a cuff malfunction. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient outcome was reported to be well.

Manufacturer narrative:
Analysis showed functionality of the device was as designed. Based on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and a control pump. The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded the cuff performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm a cuff malfunction. The ams800 control pump was visually and microscopically examined. No leaks were found. The device was not functionally tested due to the confirmed balloon tear/leak. Inspection of the remainder of the device presented no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for operating issues. The balloon was visually inspected and microscopically examined. There was a circumferential tear in the balloon shell causing fluid loss that was the result of bulging and fatigue. Device analysis determined the condition of the returned device was consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. System components pump model- 72400098 lot sn- (B)(6). Mfg date- 02/07/2017. Exp date- 02/01/2022. Gtin- (B)(4). Balloon model- 72400024, lot sn- (B)(6),mfg date- 01/07/2017. Exp date- 01/07/2022 gtin- (B)(4).

Manufacturer narrative:
System components: pump: model- 72400098, lot sn- (B)(4), mfg date- 02/07/2017, exp date- 02/01/2022, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 01/07/2017, exp date- 01/07/2022, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a cuff malfunction. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient outcome was reported to be well.